Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 589 mg/dl and correction boluses were delivered to address bg. Customer went to the emergency room and was admitted to the hospital the next day for diabetic ketoacidosis (dka). Intravenous (IV) insulin/fluids were administered. Healthcare provider identified ketones as being dangerous. Elevated bg/dka were resolved. Prior to being discharged, customer resumed pump therapy and bg elevated (430 mg/dl). Insulin injections and ivs were administered. Customer reverted to manual injections for insulin therapy. Although customer reported no issues were observed with the infusion set or cartridge and there were no alerts/alarms related to insulin suspension, the customer and healthcare provider alleged the pump was the cause of the elevated bg. Multiple attempts were made by tandem technical support to obtain the discharge date, customer did not reply.